Event description:
Report received of an over-delivery of hyperalimentation. The patient was receiving hyperalimentation at 3.6ml/hour. The total volume of the bag that was hung was 50ml. The customer contact reported that they were not sure if the pump over-delivered, or if after the pump was turned off and then turned back on, if the pump was not reset correctly. It was reported that 20ml of the solution infused too rapidly over an unspecified period of time. The customer contact reported that they want the pump checked out to make sure it is delivering accurately. There was no reported adverse event with the patient and no medical interventions were required.